Event description:
Additional information received from a healthcare provider (hcp) for a clinical study removed that the event had resolved without sequelae and updated that the event was ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3889-28, serial# (B)(4),implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The health care professional of the clinical study reported the patient had their 48 month follow up visit and an x-ray was done to verify lead position. When the x-ray was compared to the initial x-ray a lead migration was noted. There was specifically a slight posterior retraction. There were no signs or symptoms from the lead migration. No actions were taken and the event was considered resolved without sequelae. Patient indication for use is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.